Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the battery compartment was damaged and there was moisture/corrosion in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: investigation revealed moisture corrosion in the battery compartment and a battery compartment crack leak testing revealed a battery compartment leak. The pump casing was opened and no internal moisture was found.